Event description:
It was reported to medtronic neurosurgery that the patient went to the hospital after experiencing vomiting and that their shunt was found to be broken. According to the report, the patient did not incur an injury as a result of the event.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.